Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported revision of knee, does not know which side left or right. Loosening of components due to a fall & pain. Unable to read cat & lot numbers for explanted devices.